Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with readings up to the 400s, and performed multiple false meal announcements, disconnected from the ilet, administered 30 units of subcutaneous insulin via backup therapy, then reconnected and later observed rising glucose near 297; a full supply change was completed and insulin delivery was resumed. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or ketoacidosis. Outcomes included troubleshooting and education, a recommended and completed supply change, and shipment of replacement supplies. Investigation included user interview, review of synchronized device data, and device use assessment. Investigation of this case revealed improper use due to false meal announcements and an unclear cause for persistent hyperglycemia after reconnection. It was concluded that the event was user-related with cause of hyperglycemia unclear and that the device function could not be fully assessed without return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.